Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative results. Customer stated that they bought two, tested two days in a row and said they were negative. They felt terrible so they went to urgent care and was most definitely positive for influenza a. Waisted $$ on these at home tests.